Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80420. H10:the lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. For one of the two malfunctions, medical records were provided and reviewed, therefore the investigation is confirmed for tilt and difficult to remove. Medical record was not provided for another malfunction; therefore, the investigation is inconclusive for tilt, difficult to remove and detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filters were allegedly difficult to remove and experienced malposition of device. These reports were received from various sources. The malfunctions involved patients with no known impact to the patients. Of the reported patients, one patient was reported to be a 41-year-old female whose weight was not provided. The gender, age and weight of second patient was unknown.

Manufacturer narrative:
H10: of the reported three malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80420. H10:the lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. The devices have not been returned for evaluation. Medical records were provided and reviewed for two malfunctions. For one malfunction, the investigation is confirmed for tilt and difficult to remove. For another malfunction it is confirmed for tilt and difficult to remove, additionally it was determined to have and also confirmed for detachment (a0501). Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filters were allegedly difficult to remove and malposition of device. These reports were received from various sources. Both the malfunctions involved patients with no known impact to the patients. A 54 years old male patient weighs 285 lbs and a 41 years old female patients weight was not provided.

Manufacturer narrative:
The lot number for the device was not provided for two of the three reported events; therefore, a manufacturing review could not be performed. One of the three events provided a lot number and a manufacturing review will be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for difficult to remove and malposition of device as no objective evidence has been provided to confirm any alleged deficiency with the filter. One device was additionally alleged to have experienced a detachment, the investigation was also inconclusive for this detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model ec500f vena cava filters were allegedly difficult to remove and experienced malposition of device. These reports were received from various sources. All three events involved patients with no patient consequences. Gender and age were not provided for two of the patients and weight was not provided for all three patients. One patient was reported to be a 41-year-old female whose weight was not provided, the age, weight, and gender were not provided for the remaining patients.

Manufacturer narrative:
The lot number for the device was not provided for two of the three reported events; therefore, a manufacturing review could not be performed. One of the three events provided a lot number and a manufacturing review will be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for difficult to remove and malposition of device as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model ec500f vena cava filter experienced difficult to remove and malposition of device. These reports were received from various sources. All three events involved patients with no patient consequences. Gender and age were not provided for two of the patients and weight was not provided for all three patients. One patient was a (B)(6) female.